Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope screen went black. The issue occurred towards the end of a endo bronchial ultrasound with biopsies procedure. The procedure was successfully completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found the image guide bundle was broken. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the black screen was the broken image guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.